Event description:
Went to cardiologist and was asked to wear zio monitor. Nurse stated she would "prep the area" where zio monitor would go. She then proceeded to wipe skin with alcohol, followed by denuding skin with the equivalent of sand paper followed by alcohol. I was never informed or consented to my skin being damaged. After the zio monitor was placed the nurse told me to watch out for blisters on my skin and to remove the monitor if my skin blisters as she has seen nasty blisters and rashes on patients. She also stated that patients on blood thinners bleed during the prep process. I went outside to my car. My skin was red, and burning. My skin burned all night making it challenging for me to sleep. This zio monitor prep process is dangerous. As a patient and non practicing allergist, my concern is that the zio monitor prep process is predisposing patients to contact allergy and possibly food allergy. The prep process for the zio monitor induces skin damage similar to tape stripping in mouse models and likely releases il-33 which is essential for allergic reactions. Cells. 2019 jun; 8(6): 546. Published online 2019 jun 6. Doi: 10.3390/cells8060546. Tuesday, (B)(6) 2019 scratching the skin primes the gut for allergic reactions to food, mouse study suggests nih-funded research illuminates relationship between eczema and food allergy.